Manufacturer narrative:
This event occurred in (B)(6). The investigation is ongoing.

Event description:
The initial reporter received questionable lipc lipase colorimetric results for 1 patient sample on a cobas 6000 c501 module. The initial result was 119 u/l (processed in module 1). The repeated result was 53.3 u/l (processed in module 2 of the same instrument). The reagent lot number is 48444001 with an expiration date of 31-may-2021. The results were not reported outside of the laboratory.

Manufacturer narrative:
Based on the data and information provided, the investigation did not identify a product problem. The cause of the event could not be determined.